Event description:
It was reported that platform was on for less than 30 seconds, it displayed replace battery and shut down. Another battery was tried with the same result. Manual CPR was administered. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse reported.

Manufacturer narrative:
Zoll medical corporation has not received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse reported.